Event description:
It was reported that during a trans urethral lithotripsy for stones in the left ureter, the physician found an injury in the ureter when he inserted an uretero-reno-endoscope into the ureter through the outer sheath of the subject device. Before finding the injury, the physician reportedly tried to insert the dilator of the subject device into the ureter without success due to the narrow space of the ureter, and the physician dilated the ureter using outer sheath and dilator of the subject device. It was reported that the injury did not require additional procedure, the trans urethral lithotripsy procedure was successfully completed with subject device. The physician believed the cause of the phenomenon was not associated with the subject device.

Manufacturer narrative:
At the time of this report, the device has been discarded by the user. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.